Event description:
Procedure: gastric bypass. According to the reporter: one stapler and 8 reloads were used in this case. The surgeon commented on abnormal amount of oozing/bleeding at the staple line. Procedure complete endoscopy performed and bubble air test passed. The surgeon performed a blue dye test, the gastric pouch, and the jejunum staple line leaked blue dye. Surgeon used 4-5 endoknots to secure the leak. Operative time was extended by 45 minutes. No patient or tissue damage reported.

Manufacturer narrative:
(B)(4).